Event description:
It was reported that the patient had three compressed discs, c5, c6 and c7, as a result of a car accident. The patient underwent an unspecified fusion procedure using rhbmp-2/acs. Reportedly the patient had 'a tough recovery and I was frightened; I had lots of anxiety and concern. And it took a long time to recover. I wore the collar for a long time and gained 30 lbs over six months or so--it was a major setback.' The pain in the patient's arm was relieved but movement was very restricted in her neck and shoulders. Reportedly, the movement restriction did not exist prior to surgery. Reportedly, "finally the collar came off and according to my doctor everything was good. About seven months from the date of surgery he released me from his care. But a few months ago, I started to get migraine headaches, every single day.' The patient reportedly began to have pain in her right arm, neck and a particular spot in her upper back that felt like shocking sensations from her neck down her right arm. She couldn't lift her arm, and was unable to move it from her shoulder down. Reportedly, 'one particular day the pain was unbearable. I went to urgent care because my family doctor was unavailable,' they took x-rays and the results scared me. The doctor looked appalled. He basically said my neck was broken. 'It appears that you have three fractures in your neck but you need to go back to your surgeon and have him look at your neck,' he told me. At this point I couldn't even stand up straight or sit down for any length of time, I felt like I couldn't hold my head up." The patient "called my surgeon and I got in to see him immediately. He took more x-rays, looked at me like he was in shock and said that the bone graft hadn't worked and unfortunately my c7 is broken. And he said in 15 years he has never seen this before. That wasn't reassuring. But it did explain why my arm was numb. My surgeon also said the last time he saw me, in (B)(6) 2010, everything was intact. He cannot determine when it started falling apart. He said I have a recent development of right arm pain due to the surgery and I now am facing yet another surgery.'

Manufacturer narrative:
Article citation: (B)(6). 'Medtronic infuse patient worse after surgery.' Lawyers<(>&<)>settlements.com, 15 jan 2013. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.